Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Stents deployed bilaterally in graft limbs. High jacket retraction force noted. Outcome was a successful implant.